Manufacturer narrative:
Batch review performed on 11 july 2023: lot 160959: (B)(4) items manufactured and released on 29-apr-2016. Expiration date: 2021-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at about 3 years and 1 month post primary due to infection, the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.